Manufacturer narrative:
Examination of the returned item confirms the reported tip fracture. The root cause is attributed to design. Improvements were established in 04/2004 to strengthen the tip to alleviate tip fractures on this instrument. The returned item was manufactured prior to this improvement. Based on the investigation, further corrective action is not indicated.

Event description:
During surgery, the tip of the instrument broke off. X-rays were taken, no evidence the tip was left in the pt. Surgery was extended by 30 minutes.